Event description:
This notification was opened for review for information received that a remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of visible foam particles were found. The device also displayed error code e062(err_stuck_ramp_key). The device was scrapped.